Event description:
The customer reported that the video connector in the back of the work station was broken. Also system was booted up to the collimator iris to a large error. The user rebooted and the system performed as intended.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the connector was worn. He could not duplicate the collimator error. The rep replaced the video cable and connector. He then performed a diagnostic testing on the collimator and calibrated the collimator iris stops. The system functions as intended.